Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a persistent ¿critical battery, charge now¿ message and would not charge despite a solid green light on the charger, outlet changes, and use of an alternate charger, consistent with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications and interviews with the user and analysis of the information provided. Investigation of this case revealed an energy storage system problem consistent with a battery-related component issue and aligned with premature battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.